Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, it was confirmed that the pump touch screen was responsive. There was no reported adverse impact to the customer's blood glucose level.